Event description:
In 2008, a patient had repair of an abdominal aortic aneurysm, thoracic aortic aneurysm, superior mesenteric artery aneurysm, and right common iliac artery aneurysm with a gore tag thoracic endoprosthesis, gore excluder aaa endoprosthesis, and fluency stents. Post-operatively, the patient developed paralysis of the lower extremities. The patient had gone into renal failure and never regained function in his lower extremities. The patient expired on february 9, 2008.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached additional device implanted in this patient and involved in this event is gore excluder aaa endoprosthesis trunk - ipsilateral leg component (pxt281414/05626328).